Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and bent cannulas. Customer's blood glucose level was 438 mg/dl. Customer went to the emergency room due to high blood glucose levels and bent cannulas. Customer treated their high blood glucose via insulin pump. Customer advised they changed out their entire set and the device worked properly.